Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no torsional ultrasound during a surgical procedure. They were able to use the handpiece in non-torsional setting. There was no patient harm.

Manufacturer narrative:
The phacoemulsification handpiece (hp) was examined and the reported event was not replicated. The hp was tested and found to meet product specifications. The phacoemulsification handpiece was manufactured on june 8, 2016. Based on qa assessment, the product met specifications at the time of release. The phacoemulsification handpiece was found to exhibit no functional issues. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that there was no torsional ultrasound during a surgical procedure. They were able to use the handpiece in non-torsional setting. There was no patient harm.this is one of three reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016. (B)(4).